Manufacturer narrative:
Additional narrative: additional product code: hsb. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Visual inspection: the locking screw 3.5.xx. L50mm (part# 412.121, lot# 64p4217, qty# 1) was returned received at us cq. Upon visual inspection at cq, it is observed that the screw got stuck in philos 3.5 3ho ti (p/n: 412.121, lot number: 64p4217). The threads of the screw look good without any damage. The head part of the screw got deformed. Functional inspection: functional inspection of the device was not performed at cq due to the received stuck condition. However, the stripped threads on the screw head might have contributed to the complaint condition. Dimensional inspection: dimensional inspection of the received device was not performed at cq as the relevant features of the device were inaccessible due to stuck condition of the device. Document/ specification review: based on the date of manufacture, the current and manufactured revision documents were reviewed. Locking screw 3.5.xx st sd: se_131086 rev g (current/ manufactured). Investigation conclusion: the complaint is being confirmed as the screw was stuck inside the plate. The stripped external threads of the screw head might have contributed to the unable to disassemble condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on an unknown date due to broken philos plate. The osteosynthesis material was removed, curettage of the fracture focus and scarification until vitalized surfaces are left, the reduction is made by impacting the head to the diaphysis to improve contact and stabilizing with a new 5-hole philos plate, 9 locking screws 3.5mm (1x28mm, 1x30mm, 2x40, 2x45, 3x55) and 2 cortical screws of 3.5 x 30mm; 3 k-wires (1.6mm and 2 of 2.0mm) were used for temporary reduction of the fracture. Procedure was completed successfully. Patient outcome was okay. Patient originally underwent osteosynthesis of the left proximal humerus with a philos plate and of the left diaphyseal femur with an endomedullary nail on (B)(6) 2021. Patient returned on (B)(6) 2021 after falling from their own height following a slip while using crutches. Patient displayed fracture of the proximal humerus with a broken philos plate. The left femur did not show signs of fracture or joint alterations; consolidation was going well. This report is for a 3.5mm ti locking scr slf-tpng with stardrive recess 50mm. This is report 2 of 3 for (B)(4).